Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device failed to provide an error message when insulin was not delivered. She programmed a bolus at 5:30 pm and began to feel sick, and her blood glucose had elevated to "hi" at 9:30 pm she was admitted to the hospital and treated with an insulin infusion. She started to use a hospital infusion device, and her blood glucose was 7.0 mmol/l (126 mg/dl) the next morning. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump could not be started again because of the corroded battery contacts. The user of an accu-chek spirit combo insulin pump should only use quality batteries.